Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode of ventricular tachycardia due to noise oversensing, with far-field oversensing as well, that caused pacing inhibition of over 2 seconds and asystole, as the patient is therapy dependent. The sensitivity measurement of 0.27mv was questioned, but technical services (ts) could not provide an answer, there was no information about why the device was programmed with this low sensitivity. Ts suspected the oversensing could have been due to this low sensitivity and recommended to investigate the source of the noise and perform changes in sensitivity as required. Further information was received indicating the sensitivity was reprogrammed. This crt-d remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode of ventricular tachycardia due to noise oversensing, with far-field oversensing as well, that caused pacing inhibition of over 2 seconds and asystole, as the patient is therapy dependent. The sensitivity measurement of 0.27mv was questioned, but technical services (ts) could not provide an answer, there was no information about why the device was programmed with this low sensitivity. Ts suspected the oversensing could have been due to this low sensitivity and recommended to investigate the source of the noise and perform changes in sensitivity as required. Further information was received indicating the sensitivity was reprogrammed. This crt-d remains in service and no additional adverse patient effects were reported. This device was subsequently explanted due to normal battery depletion and returned for analysis.